Event description:
During an in clinic follow up, the device was found in back up vvi (bvvi) mode resulting in loss of defibrillation therapy. Technical support was contacted and the device was restored to resolve this event. The patient was stable.